Manufacturer narrative:
The customer confirmed the device to be operating per specifications and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting thev60 ventilator would not stay in standby mode. The device was in clinical use. There was no report of harm or other patient impact. The device was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the issue could not be reproduced. The be concluded the patient circuit with a humidifier was the cause of the issue. The rse advised the be to complete the pneumatics performance testing and confirm the unit is operating within specifications. The rse provided information regarding test 7 from the v60 service manual with the appropriate test parameters. If further occurrence, the rse advised a software update was available to allow zero calibration of the flow sensors in units with the high flow therapy option installed.